Event description:
The infusion catheter was placed in 2006 for urokinase therapy. During a routine 24 hr angio, it was noticed that a portion of the wire had broken free and was sitting in a "figure-8p position, distal to the catheter. The pt was taken to surgery to have the catheter. The pt was taken to surgery to have the fragment removed. It is believed to have performed the artery twice and resulted in blood in the food.